Event description:
It was reported that while programmed to dddr at a base rate of 55 ppm, the device paced at 80 ppm. When the rate response was programmed off, the device paced at 55 ppm. Resetting the minute ventillation (mv) baseline was unsuccessful. The maximum sensor rate was programmed lower and the mv baseline reset was attempted but again without success. Therefore, the sensor was programmed off.

Manufacturer narrative:
No medwatch form was received.